Event description:
It was reported the monitor did not generate an alarm for an spo2 desat and the patient passed away. The patient, who was status post tracheostomy, was seen for the evening assessment and medications at 2036. Respiratory therapy rounded on the patient at 2143 and performed suctioning and the patient demonstrated being able to suction around the tracheostomy independently as well. Patient was found at 2217 by nursing in an unresponsive state with agonal breathing. Resuscitation began but was unsuccessful and time of death was noted at 2231. The patient had been monitored with spo2 only prior to the event but there was no alarm generated. The customer performed a functional check of the device, revealing no issues; therefore, the customer requested assistance with the clinical audit logs to investigate this event. There were no previous issues with the device and the patient had already been admitted for 6 days. The patient was alert and oriented with no behavior concerns. The unit was set up as follows per the customer "this is our medical/surgical floor with bedside monitors that directly flow into epic. There is also a main monitor at the nurse¿s station. There would be no specific monitor tech as this patient was only on pulse oximetry so the nurses would be responsible for the alarms. Bedside monitors and nurses station monitors alarm for the specific set criteria and those parameters are not changed."

Manufacturer narrative:
A philips field service engineer (fse) went onsite and found that based on the system and monitor logs, no issues were reported. The fse also tested and verified that the monitor is functioning properly with no observed issues. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 9610816-2026-100641 for further information regarding this complaint.